Event description:
It was reported that the platform indicated user advisory 12 (lifeband not present) and user advisory 18 (lifeband not present) messages. No adverse patient sequelae was reported. Despite several attempts, no other information could be obtained.

Manufacturer narrative:
Zoll medical corp. Has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event on the initial report since no adverse event was reported. Initial report also indicated: "user advisory 18 (lifeband not present) massages", however, this should have stated "user advisory 18 (max take-up revolutions exceeded) massages". The autopulse platform in complaint was returned to zoll on 08/08/2013 for investigation. Investigation results as follows: visual inspection was performed and revealed the following: the blue case was damaged, the head restraints and button rubber are split, the short and long black cover are damaged, the battery bay blanking plate is missing. Further inspection of the platform revealed that one load cell was not responding at lower weights. However, a definitive root cause for why the load cell was not responding could not be determined. Functional testing was performed with passing results. Based on the evaluation results, customer's reported complaint of ua12 and ua18 could not be confirmed and a definitive root cause could not be determined.